Event description:
The customer reported, the 25 gauge illuminator and 25 gauge probe would not fit into the trocar cannula. The customer suspects that the internal diameter may have been smaller. The trocar was replaced and the case was completed as planned. There was no pt injury.

Manufacturer narrative:
The trocar was sent for in-house evaluation. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 12/19/2007.